Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Other products in use during the procedure: carto 3 system (13075), smartablate generator (g4c-0476), pentaray catheter, and webster cs catheter. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a male patient underwent a pulmonary vein isolation (pvi) ablation procedure for persistent atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered an esophageal fistula requiring surgical intervention, cerebrovascular accident, and death. Approximately four weeks post-procedure, the patient presented to the emergency room. Patient was febrile and had several "mini strokes". Esophageal fistula was confirmed via computed tomography (CT). Patient was sent for surgical intervention to repair atrioesophageal fistula and then to the intensive care unit for recovery. Patient remained intubated and mental status remained compromised. Patient was required extended hospitalization as a result of this adverse event. After several days in the hospital, medical care was withdrawn and the patient passed away. Physician's opinion regarding the cause of the esophageal fistula is over-ablation on the posterior wall, failure to closely monitor esophageal temperatures, and patient noncompliance in terms of taking post-procedure proton pump inhibitor (ppi). It was noted that the physician stated that he "will monitor esophageal temps more closely in the future during radiofrequency cycles." Physician commented that this was not the result of bwi products used during the procedure. Generator set on power control mode. There were no errors noted on bwi equipment during the procedure. Esophageal injury prevention measures included esophageal temperature monitoring.